Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata. Device remains implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx bifurcated stent graft and an afx vela suprarenal. Approximately seven and a half (7.5) years post initial procedure, a type iiia endoleak was identified. Reintervention was completed with the implant of the alto stent graft system. The type iiia endoleak was successfully sealed. The patient was reported to be stable post reintervention.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx bifurcated stent graft and an afx vela suprarenal. Approximately seven and a half (7.5) years post initial procedure, a type iiia endoleak was identified. Reintervention was completed with the implant of the alto stent graft system. The type iiia endoleak was successfully sealed. The patient was reported to be stable post reintervention. Additional information: additionally, the clinical evaluation also shows that there was evidence to reasonably suggest a type ii endoleak from the right renal artery occurred that was not included in the event as reported. The type ii endoleak (non-device related) was discovered during review of the 92 month post implant angiogram.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type iiia endoleak and the additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the lack of medical records and/or imaging available for review. Additionally, the clinical evaluation also shows that there was evidence to reasonably suggest a type ii endoleak from the right renal artery occurred that was not included in the event as reported. The type ii endoleak was discovered during review of the 92 month post implant angiogram. The final patient status was discharged on the first post operative day home in stable condition. The final patient status was reported as being discharged on the first postoperative day home in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: date received by manufacturer - updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.